Event description:
During a diagnostic procedure, the physician had difficulty inserting the guide wire through the shoulder area. The same problem occurred while attempting to thread the catheter through the shoulder. The physician retracted the guide wire to aid in placing the catheter, but ne noted that the guide wire appeared to be "stuck." The guide and catheter were both successfully removed. However, while removing the guide wire, the outer wire became uncoiled, but the guide wire was removed intact. The procedure was aborted and rescheduled 2 days later. The pt experienced no adverse consequences from the incident.